Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 7 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to severe mitral insufficiency. According to the operative report: this is a (B)(6) year-old female who earlier this year underwent an aortic valve replacement, mitral valve replacement and lima to the lad. Over the summer she did well for about 6 months and then she started having intermittent shortness of breath. Echocardiograms were done showing intermittent leaking of her mitral valve prosthesis, which was central in origin, and it was thought that her valve prosthesis had some degenerated leaflet or that the subvalvular apparatus was interfering with intermittent closure of the valve. Given her persistent class 3 to class 4 symptoms, and multiple admissions for congestive heart failure, we agreed to the following procedure. A superior septal approach was used to expose her mitral valve. The old prosthesis was cut out. The annulus was debrided. The anterior leaflet was excised and a 27 (edwards) magna mitral was seated and tied down. Furthermore, there have not been any allegations of a product malfunction resulting in the use of this device.